Event description:
During a percutaneous pinning of patient's elbow, the distal portion of the k-wire broken off completely inside the patient's humerus. The md was aware and determined that the k-wire piece was irretrievable and posed no danger to the patient's condition and future growth. The procedure was completed in the standard fashion.